Manufacturer narrative:
The patient reported developing open sores at the site where the mcot universal patch was located after removing the patch. The patient sought medical treatment for the skin irritation and was prescribed a topical anti-inflammatory medication. The patient has discontinued use of the device due to the skin irritation and will be keeping it off for now.the patient did not follow the recommended skin preparation instructions, as alcohol was used during preparation. The patient has a history of sensitive skin, though no known allergies to adhesives or metals. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms.the patient is elderly and over 65 years old, the patient used improper application techniques and has a history of sensitive skin, though no known allergies to adhesives or metals. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported developing open sores at the site where the mcot universal patch was located after removing the patch. The patient sought medical treatment for the skin irritation and was prescribed a topical anti-inflammatory medication. The patient has discontinued use of the device due to the skin irritation and will be keeping it off for now. The patient did not follow the recommended skin preparation instructions, as alcohol was used during preparation. The patient has a history of sensitive skin, though no known allergies to adhesives or metals.